Event description:
It was reported that the customer had been experiencing low blood glucose levels. Customer went as low as 30 mg/dl. Customer received a replacement insulin pump and was unable to retrieve the settings from the old pump. Customer guessed at what her settings were in the pump. Customer had been cutting their insulin in half manually due to the low blood glucose levels. Customer was offered to have her carelink password reset, but customer declined. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.